Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) inside a portion of the carrier tube. The implant was partially deployed 11mm from the tip and connected to the core wire as received. The valve on the wds hub was loose as received. The hub, shaft, tip, core wire, and implant were examined. The tip was damaged. The implant was deployed during analysis and found to be consistent with the reported information. After deploying the implant, the implant was removed from the core wire and the carrier tube was removed from the wds. No damage was noted along the wds shaft. Functional testing was performed prior to deploying the implant by flushing the device with water connected to the hub with a 60ml syringe with the proximal valve on the wds opened. Water was shown flowing out the proximal valve as expected. The wds was also flushed with water after closing the proximal valve and no leaks were detected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the hemostasis valve was not functioning. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device and delivery system was selected for use. During preparation, the physician attempted to perform wet to wet flushing of the device with a 50mm syringe attached to the side port. He loosened the hemostasis valve to backflush the device, but saline would not come through the valve. It only flushed through the distal end of the catheter. The physician checked the hemostasis valve to see if it was too tight, but it kept turning. The device was not used. The procedure was completed with another delivery system. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the hemostasis valve was not functioning. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device & delivery system was selected for use. During preparation, the physician attempted to perform wet to wet flushing of the device with a 50mm syringe attached to the side port. He loosened the hemostasis valve to backflush the device, but saline would not come through the valve. It only flushed through the distal end of the catheter. The physician checked the hemostasis valve to see if it was too tight, but it kept turning. The device was not used. The procedure was completed with another delivery system. The procedure was completed successfully with no patient complications.